Event description:
It was reported that medication leaked from the bd omnitrope® pen 10 during use, with more than "6-7 drops" "squirting" out while screwing on the needle. The following information was provided by the initial reporter: "right away she saw that the pen was defective. It leaks every time an injection is given. Leaky pen. As you screw in needle the secondary gets filled up with the medication. Causes more than 6-7 drops of medication coming out (loss of medication). Liquid squirts out as you try to screw the needle into the pen"

Manufacturer narrative:
H.6. Investigation summary: one (1) sample was provided to bd medical ¿ pharmaceutical system (bdm-ps) for analysis. Bdm-ps performed a batch history record¿s review (bhr) including a review of all data collected during in process and quality inspections. The batch involved in this complaint meets all acceptable quality levels (aql¿s), was manufactured and released according to applicable procedures and specifications. Initial evaluation of the returned complaint sample revealed no visible damage to the pen. An injection sequence was executed using a 31g x 8mm bd pen needle and placebo cartridge. The pen was evaluated for leaking from the needle by observing the number of droplets that formed 30 seconds after needle attachment and after administering low dose, mid dose, and high dose injections. For each injection, the 30 second allowance began after a 5 second hold time at the end of injection. Investigator observed droplets forming at the needle tip during the 30 second allowance. The number of droplets observed was as follows: after needle attachment after low dose after mid dose after high dose droplets observed 5 2 2 3 based on investigation conclusion, bdm-ps was able to confirm the detection and characterize the condition reported by customer. The reported condition has been confirmed but is not defined in the applicable specification. As a consequence, bdm-ps will not conduct a full root cause analysis. However this complaint is registered in bd complaint system and trend analysis will be performed. H3 other text : see section h.10

Manufacturer narrative:
OEM manufacturer: the manufacturing location for this product is (B)(4). This site is an OEM manufacturing site. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Date of event: unknown. The date received by manufacturer has been used for this field. (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that medication leaked from the bd omnitrope® pen 10 during use, with more than "6-7 drops" "squirting" out while screwing on the needle. The following information was provided by the initial reporter: "right away she saw that the pen was defective. It leaks every time an injection is given. Leaky pen. As you screw in needle the secondary gets filled up with the medication. Causes more than 6-7 drops of medication coming out (loss of medication). Liquid squirts out as you try to screw the needle into the pen".

Manufacturer narrative:
Correction: the customer provided updated information. The following fields have been corrected: OEM manufacturer: the manufacturing location for this product is sandoz. This site is an OEM manufacturing site. Therefore, bd corporate headquarters in (B)(4) has been listed in MFR name, city & state and MFR site and the franklin lakes FDA registration number has been used for the manufacture report number. Device available for eval?: yes. Returned to manufacturer on: 2019-08-09. Initial reporter facility name: (B)(6). Date received by manufacturer: 2019-08-13. Device returned to manuf.?: yes.

Event description:
It was reported that medication leaked from the bd omnitrope® pen 10 during use, with more than "6-7 drops" "squirting" out while screwing on the needle. The following information was provided by the initial reporter: "right away she saw that the pen was defective. It leaks every time an injection is given. Leaky pen. As you screw in needle the secondary gets filled up with the medication. Causes more than 6-7 drops of medication coming out (loss of medication). Liquid squirts out as you try to screw the needle into the pen."